Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts stretched, misaligned and distorted, apart from the first three rows on one end. The maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones & main body were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During preparation of a 4.00 x 24 synergy¿ drug-eluting stent, the physician gripped the distal end of the stent protector and slid it slowly to the distal side with the proximal side of the catheter. However, resistance was encountered and the stent stretched and dislodged from the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During preparation of a 4.00 x 24 synergy drug-eluting stent, the physician gripped the distal end of the stent protector and slid it slowly to the distal side with the proximal side of the catheter. However, resistance was encountered and the stent stretched and dislodged from the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.